Manufacturer narrative:
Additional information: annex d code. Correction: after pre-dilatation with a non-compliant balloon, a 4.0×12 mm ivl balloon was positioned in the target lesion and inflated to 4 atm. Annex e code e0509 added and e061202 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case study was submitted for review titled 'multimodality imaging and advanced calcium treatment to facilitate pci in a rare coronary artery anomaly¿case report.'. It was reported that the patient was admitted with typical angina. Coronary angiography was inconclusive due to failure to cannulate all ostia. Ctca showed all three coronary arteries originating from the right sinus of valsalva, with a common ostium for rca and lad, and a separate retro-aortic ostium for the cx. Severe calcification of the rca ostioproximal segment (>270°) was confirmed by intravascular imaging. At repeated coronary angiography, two high grade stenoses were found in rca, in ostioproximal and distal segment. The procedure was continued with pci of the distal lesion first via radial access. The cannulation of rca/lad ostia was obtained using right non-medtronic 2.0 7fr catheter, which provided good support. Afterwards, two non-medtronic workhorse wires were placed in distal segments of rca and lad, respectively. The pre-dilatation of the distal rca lesion was done with semi-compliant balloon 2.0mm×15 mm. After that, an everolimus eluting stent 2.5mm×20 mm was implanted in distal segment of the rca. Ivus revealed severe calcified rca ostial stenosis (>270° plaque burden) and a proximal fibro-muscular lesion, with no lad involvement. Due to ostial proximity, ivl was chosen over atherectomy. After pre-dilatation, a 4.0×12 mm ivl balloon was inflated (9 pulses applied). Following that, a 4.0mm×22mm resolute onyx drug eluting stent, was implanted in the proximal segment of rca. Final ivus runs were done from rca and lad and confirmed optimal stent deployment in rca. There were no signs neither of dissection nor compromise of lad ostium. The patient was discharged on the following day on dual antiplatelet therapy including aspirin and clopidogrel. At one month follow-up visit, the patient reported doing well without angina. However, at the next follow-up visit, six months after the initial procedure the patient reported having similar angina-like symptoms as prior to the pci. Exercise stress test was done which showed signs of myocardial ischemia at levels of effort of 7.0 mets, with duke treadmill score of -22, prompting repeat coronary angiography. It revealed a significant restenosis of the ostial rca, so the procedure was continued with repeated pci. This time a non-medtronic 6f catheter was used, with two workhorse guidewires placed into the distal parts of the rca and lad. After pre-dilatation with non-compliant and cutting balloon, the lesion was treated with a paclitaxel-coated 4.0 mm×15 mm balloon for 60 seconds. The result was optimal and the patient was discharged from the hospital on the next day, with continuation of previously used dual-antiplatelet therapy. The article concluded that caas, though rare, complicate pci and often require advanced imaging (ctca, ivus) for guidance. Ivl can address calcified lesions, while dcbs may be useful for restenosis. The role of this patient¿s unique anatomy in repeat revascularization remains unclear.

Manufacturer narrative:
Kosta s. Krupnikovic, danilo obradovic, ivan ilic, and milan dobric 'multimodality imaging and advanced calcium treatment to facilitate pci in a rare coronary artery anomaly¿case report.'. Front. Cardiovasc. Med, 2025 doi: 10.3389/fcvm.2025.1471211. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.